Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated low impedances. In turn, surgical intervention may occur at a later date to address the issue. The investigation did not determine which lead was impeded.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: axium 50cm implant lead kit, slimtip, model: mn10450-50a , UDI:(B)(4), serial: n/a , batch: ab2212. Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number: 1627487-2022-03940 should not have been reported previously as there was no allegations of deficiency on the device and thus no longer reportable.

Event description:
Additional information received indicated there was no allegation of deficiency against the lead.